Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka on an unknown date , the patient described a clunking when moving his knee. A revision surgery was performed on (B)(6) 2022 and was discovered the post of the old gii ps insert sz 5-6 15mm had broken off. The current health status of patient is unknown.

Manufacturer narrative:
The device was not returned for evaluation but the pictures were reviewed, and the failure mode was confirmed. The clinical/medical investigation concluded that the two provided photos were reviewed and support the reported event but do not aid in the medical investigation of the root cause of the post breakage. No other medical/clinical documentation was provided. Without supporting medical documentation, a thorough medical assessment cannot be performed. In the event additional medical/clinical records are received, the clinical task may be re-opened, and a thorough assessment will be rendered at that time. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that the patient should be warned that the implant can break or become damaged as a result of strenuous activity or trauma, and has a finite expected service life and may need to be replaced in the future. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported incident could be corroborated as the device was damaged and it was required a revision surgery to treat this event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.